Event description:
It was reported that this pacemaker device exhibited a drop in battery longevity. The patient was seen in clinic, and it was noted that the battery had dropped from 4 years to remaining at 1.5 years in 1 year time. The patient also reported dizziness symptoms. The plan was to have the patient go for follow up visit in next few months. This device currently remains in service. No adverse patient effects were reported.